Event description:
It was reported that customer experienced insulin leakage. There was no reported impact to the customer¿s blood glucose level. Customer declined assistance from technical support, and no additional information was received regarding any further actions or outcome of event.